Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the evaluation, there was the possibility that this phenomenon might be attributed to the temporary short circuit due to the connecting the video plug of the subject device to the video system center with remaining moist condition, because there was the trace of water on the video plug. Or this phenomenon might be attributed to temporary unstable communication between the electrical contacts of the video system center and the electrical contacts of the video plug the subject device due to the temporary adhesion of the foreign material on the electrical contacts of the video plug. Olympus stated the appropriate handling of ltf-vh and the counter measures against abnormalities in the instruction manual of ltf-vh.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for a laparoscopic liver procedure, so noisy that the image was invisible appeared on the endoscopic image of the subject device. The user facility replaced the subject device to another device and completed the intended procedure. There was no report of patient injury associated with the event.